Event description:
It was reported that the patient experienced pending erosion with this inflatable penile prosthesis (ipp). A surgical procedure was performed during which the existing ipp was removed and replaced with downsized device. No further patient complications were reported.